Event description:
Reported one false positive flu a result for one symptomatic patient (one day post onset of symptoms). The customer communicated the result was confirmed negative by molecular (pcr testing). One additional result captured in separate event.

Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. Root cause: can not duplicate with retains. Source: email.